Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2012 and topical skin adhesive was used. The patient presented with tenderness and skin blisters from the thighs to the umbilicus. Antibiotics were given to the patient. When the antibiotics are stopped the symptoms reappear. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02440. The same patient is represented in each medwatch.